Event description:
It was reported the customer was infusing high dose vasopressors when the pump went into keep vein open (kvo) following end of infusion. The predetermined kvo rate is 5ml/hr, however that was less than the infusion rate causing a drop in patient blood pressure. There was patient involvement however patient harm is unknown. Although requested no additional information was provided. Customer has made a product enhancement request to have a near end of infusion (neoi) alarm for pump modules so clinicians to knows the kvo rate is about to start.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.